Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the tip of the basket was disengaged upon opening the package. Another trapezoid rx basket was used to complete the case. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1484 captures the reportable event of tip premature deployment. Visual inspection of the returned device found the tip of the basket was detached and was not returned. Handling and manipulation of the device during unpacking/testing the device can contribute with the encountered issue. The basket tip joint strength is 50 lb max when measured by ball method. The DHR confirmed that the accepted device met all manufacturing specifications and the supplier certify that the parts referenced herein were manufactured in compliance to the agreed upon drawing, specification, or purchase order requirements using the agreed materials and components. Therefore the investigation conclusion code is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the tip of the basket was disengaged upon opening the package. Another trapezoid rx basket was used to complete the case. There were no patient complications reported as a result of this event.